Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing and whole blood. The reported readings were found in the meter's memory however, the readings were not taken within 10 minutes. In addition, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed.

Event description:
A health care professional reported erratic readings on a adc hospital meter. A health care professional reported readings of 403 mg/dl and 109 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported erratic readings on a adc hospital meter. A health care professional reported readings of 403 mg/dl and 109 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.